Event description:
The patient presented with a grade 4 capsular contracture surrounding a right side silicone breast implant and a grade 2-2.5 capsular contracture surrounding a left silicone breast implant. Upon removal of the right silicone breast implant, the silicone gel was noted to be obviously loose within the capsule of the breast implant itself. The silicone was still confined within the implant itself. The left breast implant was also removed, this implant was not noted to be internally ruptured. The silicone implants were replaced bilaterally with saline breast implants.